Manufacturer narrative:
(B)(4). Evaluation summary:the customer reported problem of a flogard infusion pump with an "air alarm" was confirmed. Service determined that the cause was due to the air sensors being out of calibration. The air sensors were recalibrated onsite at the facility by a baxter field service technician to resolve the issue.additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). (B)(6). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a flogard infusion pump that presented an "air alarm". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.